Event description:
The reporter indicated that a lead test was done and resulted in a dcdc code of 7, limit, high and eri (elective replacement indicator) no, indicating a possible device malfunction. The reporter also stated that x-rays were done and were difficult to read. The reporter stated that the patient's seizure have begun to increase and the increase is above baseline (harder and more frequent). There have been no medication changes that may have attributed to the increase in seizure activity. Further follow-up with a nurse from the neurologist's office revealed the following; 1) evoked potential monitoring was done which in the their opinion confirmed a lead malfunction. 2) the patient frequently falls and this is suspected to be the cause of the alleged lead break. 3) medication changes were made in june to help control the patient's seizures. 4) the patient has 30-50 brief myoclonic seizures per month, and the seizures are more severe with falls and severe injuries including head lacerations have occurred. 5) patient has brief tonic/clonic seizures with drooling and the patient sometimes has non-epileptic seizures. 6) the patient recently had a clavicle fracture as a result of a seizure. Revision surgery was done, however, at this time it is unknown if the genertor and lead were replaced.